Event description:
Additional information received via the consumer reported she had problems with urinary tract infections (utis) and had just finished the utis. The patient was on prophylactics.

Event description:
Additional information received from the consumer reported that the patient had utis for 7 years prior to the surgery and didn't have all the dates. The patient's hcp would have the dates of the utis during the last 1 to 2 years, as they saw another hcp before that. The year before the implant in (B)(6) 2015, the frequency was 2 a month and after the second implant on (B)(6) 2015, the frequency changed to every 5 to 6 weeks. The cause of the utis was urinary retention. The step taken to resolve the patient's lack of therapeutic effect was that the patient was on antibiotics for about 20 days every month lately and it was usually cipro. As a result, the patient had issues with their liver.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had no therapeutic effect since implant on (B)(6)2015. The patient was implanted for underactive bladder and with the permanent implantable neurostimulator (ins) the patient was still getting urinary tract infections (utis). The patient had 74 utis and only cipro helped. The health care provider (hcp) put the patient on some prophylactic medication so that they didn't get utis. The patient increased from 3.4v to 4.5v, but when they increased it might get painful sometimes, so the patient then decreased again. The patient was going to call the manufacturer representative because the hcp was not giving them any instructions. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.